Event description:
It was reported that (1) device was used during a colon resection. It was reported by the rep that while attempting to fire the tct75 instrument, it prematurely locked out and was unable to be used. Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.